Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy, f2303 medication required, f2203 - imaging required device evaluation: analysis of the returned device identified: weight to spec, deformation device and yellow biological tissue in the shell cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The device is not ruptured.

Event description:
Patient representative additionally reported against right side "grade iii breast ptosis and breast asymmetry".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, peri implant fluid, and capsular contracture baker grade IV. Device has been explanted. Required treatment for the right side: montelukast.